Event description:
Patient slipped 7 days post op. The patient came to doctor's office complaining of pain, the patient was advised revision surgery needed to be done, the patient had a torn abductor tendon,which was repaired. While doctor was in surgery opted to change poly and head.

Manufacturer narrative:
The other device listed in this report was a restoration adm x3 insert 28/58, cat # 1236-2-858, lot # 37857301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding pain involving a c-taper cocr lfit head 28mm/-3 was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided, further information is needed.

Event description:
Patient slipped 7 days post op. The patient came to doctor's office complaining of pain, the patient was advised revision surgery needed to be done, the patient had a torn abductor tendon,which was repaired. While doctor was in surgery opted to change poly and head.